Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Per review of the treatment event, the device detected vt/vf prior to asystole. The rhythm shown on the ss channel has dc offset caused by noise. However, the fb channel clearly shows a treatable arrhythmia. The detection stopped when the complexes became more erratic, and the detected rate dropped below 180 bpm programmed threshold set for vt. Monitor sn (B)(4): (B)(6) 2006 (reuse). Electrode belts sn (B)(4): (B)(6) 2006 (reuse).

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager contacted zoll customer support ot report that a (B)(6) year old female pt passed away on (B)(6) 2009. The pt was at (B)(6) at the time of passing. The tm reported that the pt was in ventricular fibrillation for 583 seconds prior to passing.